Manufacturer narrative:
Customer reports: inpen app is not recording the exact doses dialed on the inpen. Per visual inspection: no physical damage to cartridge holder or inpen back shell was noted. Front shell does not fit securely to inpen. The inpen paired to the commercial app. Inpen failed baseline and wireless functionality. App logbook displayed: 11.5u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 13u, 14.5u. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Pending further investigation performed in san diego location. In conclusion: per san diego analysis: inpen failed base line functionality test but passed displacement dose accuracy. Paired to commercial app using 8.5 units. Inpen failed baseline and wireless functionality. App logbook displayed: 14.5,13.5,15,14.5,14.5,12.5,15,15,14,15. The pen was cut open to expose the electronics housing. Dust was observed in the dose knob and under the electronics housing around the clutch. This caused the pen to skip and become inaccurate. Dose log inaccuracy was confirmed. Cap anomaly was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had reported insulin dose log inaccuracy with the difference between the intended dose amount and dose amount recorded in the inpen app (logbook or home screen) greater than one unit. The troubleshooting was performed and the issue was not resolved. The customer had discontinued using the device. The inpen was returned for product analysis.